Event description:
The customer reported that the insulin pump alarmed during the manual prime process. Advised the customer to discontinue the use of the device and revert to back up plan. The blood glucose reading was 260mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.